Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing left sided stabbing pain whether stimulation was turned on or off. Reprogramming was done but was not successful in covering the pain area. The cause of the pain was unknown. The patient was given thoracic injections.